Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s ins kept coming on at a high voltage and it had happened six times in the last 12 hours. The patient asked for help. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient¿s therapy was turning on by itself. The ins came on by itself at a high/painful setting. It was noted that the patient had cycling which was scheduled to come on at 6 and go off at 11. The patient stated that the first time it came on unexpectedly was at 4 when she was asleep. It had occurred 26 times since, including 11 when the patient had turned it down to 0 and it turned on at an amplitude of 10.5 volts (v). The patient went to the emergency room three times which did not help/resolve. Prior to these occurrences, the patient sometimes felt stimulation and sometimes did not, including when the ins was on. The patient was to follow-up with a healthcare professional and noted that she was going for injections on (B)(6) 2017. The ins turning on issues began on (B)(6) 2017. The patient sometimes feeling stimulation and sometimes not began in 2016, about six to seven months prior to (B)(6) 2017. Additional information was received from the rep. It was reported that the ins turned on itself 27 times. The 16 times where it didn¿t turn on at 10.5 v, it turned on at the patient¿s regularly programmed amplitude of 3.6 volts. The patient experienced overstimulation, inadequate stimulation coverage, as well as a shocking sensation. The patient reported a big fall between christmas and new year¿s where she broke a tooth. It was noted that the stimulator was turned off at the time of the fall. Impedance testing at 1.5 v and 3 v showed multiple electrodes out of range. Telemetry printouts were provided and showed 22 pairs with out-of-range results when testing impedance at 3 v: pairs 0 <(>&<)> 2, 0 <(>&<)> 4, 0 <(>&<)> 5, 0 <(>&<)> 6, 1 <(>&<)> 2, 1 <(>&<)> 4, 1 <(>&<)> 5, 1 <(>&<)> 6, 2 <(>&<)> 3, 2 <(>&<)> 4, 2 <(>&<)> 5, 2 <(>&<)> 6, 2 <(>&<)> 7, 3 <(>&<)> 4, 3 <(>&<)> 5, 3 <(>&<)> 6, 4 <(>&<)> 5, 4 <(>&<)> 6, 4 <(>&<)> 7, 5 <(>&<)> 6, 5 <(>&<)> 7, and 6 <(>&<)> 7 as well as electrodes 2, 4, 5, and 6. It also showed 26 pairs with out-of-range results when testing impedance at 1.5 v: pairs 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 4, 0 <(>&<)> 5, 0 <(>&<)> 6, 0 <(>&<)> 7, 1 <(>&<)> 2, 1 <(>&<)> 3, 1 <(>&<)> 4, 1 <(>&<)> 5, 1 <(>&<)> 6, 1 <(>&<)> 7, 2 <(>&<)> 3, 2 <(>&<)> 4, 2 <(>&<)> 5, 2 <(>&<)> 6, 2 <(>&<)> 7, 3 <(>&<)> 5, 3 <(>&<)> 6, 3 <(>&<)> 7, 4 <(>&<)> 5, 4 <(>&<)> 6, 4 <(>&<)> 7, 5 <(>&<)> 6, 5 <(>&<)> 7, and 6 <(>&<)> 7 as well as electrodes 1, 2, 4, 5, 6, and 7. Another test showed 22 pairs with out-of-range results when testing impedance at 1.5 v: pairs 0 <(>&<)> 1, 0 <(>&<)> 4, 0 <(>&<)> 5, 0 <(>&<)> 6, 0 <(>&<)> 7, 1 <(>&<)> 2, 1 <(>&<)> 4, 1 <(>&<)> 5, 1 <(>&<)> 6, 1 <(>&<)> 7, 2 <(>&<)> 5, 2 <(>&<)> 6, 2 <(>&<)> 7, 3 <(>&<)> 5, 3 <(>&<)> 6, 3 <(>&<)> 7, 4 <(>&<)> 5, 4 <(>&<)> 6, 4 <(>&<)> 7, 5 <(>&<)> 6, 5 <(>&<)> 7, and 6 <(>&<)> 7 as well as electrodes 1, 4, 5, 6, and 7. The patient was to be referred to a surgeon for a lead revision and generator replacement. The surgical intervention was planned, but had not occurred or been scheduled. The issue was not resolved as of (B)(6) 2017. The issue occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.